Event description:
Pump would start to infuse and then stop alerting occlusion. The tubing was swapped out which did not fix the issue. When pump was changed out the second pump worked with same tubing. The pump would also alert cartridge malfunction. Manufacturer response for infusion pump, (brand not provided) (per site reporter). Mechanism failure.